Event description:
It was reported that the mini vision stent would not cross the lesion in the distal right coronary artery (rca) with severe tortuousity, heavy calcification and 98% stenosis. Pre-dilatation was performed, but here was significant resistance encountered with the anatomy during the attempt to cross. There were no adverse patient effects. No additional information was provided. Returned device analysis noted balloon peeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted blood visible on the balloon and contrast in the inflation lumen and on the outer member, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There were numerous kinks on the distal shaft. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and moderately calcified which likely contributed to the reported difficulties. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The balloon was peeling on the distal and proximal ends of the balloon taper. Analysis noted balloon peeling on the distal and proximal ends of the balloon taper which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during the failed attempt to cross the lesion. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all sds are visually inspected for balloon shredding. It is likely that the balloon may have scraped against the calcified lesion, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon peeling for this lot. There is no lot specific product quality deficiency.